Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. D5: corrected the operator of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, we surmised that the phenomenon ¿monitor cannot be turned on¿ occurred due to faulty g1 circuit board. Since no further information could be obtained, we could not identify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsi) field service engineer (fse) was informed by the biomedical engineer at the user facility that during a routine maintenance inspection the customer found the high-definition liquid crystal display (lcd) monitor was ¿not switching on. Pcb (printed circuit board) problem¿. The olympus field service engineer (fse) confirmed the customer¿s reported problem. No procedure or patient was involved. The device will be returned to the olympus repair center for further inspection.

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.